Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
A patient reported their front teeth have severe movement from the aligners being on and off, my dentist said that he does not recommend continuing the plan but instead to put in traditional braces. The dentist also said that the aligners are adding to their periodontal disease and making it worse.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.